Manufacturer narrative:
The patient remained ongoing on pump support until expired on (B)(6) 2018. Reportedly due to stroke and sepsis. A direct correlation between the report of stroke, sepsis and the device could not be determined through this evaluation. The instructions for use lists death, peripheral thromboembolic event, stroke and sepsis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device - 1 year, 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient expired on (B)(6) due to stroke and sepsis. Additional information was requested, but was not provided.